Event description:
Patient was taken to operating room for exploratory laparoscopy after ultrasound showed free fluid in abdomen. Case converted to open via old incision. Abdomen contained large amount of blood and irrigation fluid. Esu (electrosurgical unit) did not appear to be making contact, per surgeon turned up as high as it would go. Towards end of case burns were noted on the skin in the right upper abdomen. Esu pencil lying on drape near area of burns. Burned area on abdomen was approximately 8cm long in total and approximately 2cm wide at the widest part. No one heard the pen activate other than when is use by surgeons. Holster was located on drape near general area of the burn. However, it is unknown if the pencil was placed in the holster and came out due to tension on the cord or if the pencil was not placed in the holster. The burned area was debrided by the surgeon and dressed with silvadene.

Manufacturer narrative:
Method: a review of the device history record could not be performed without access to the lot number. Our clinical review board (crb), a team involving (B)(4), reviewed the information provided in the report. The crb determined the information provided in the user facility report does not reasonably suggest the adverse event is the result of a device defect or malfunction. A review of the product history indicates this device is a reliable component of electrosurgery. The user facility reported they believe the resident surgeon failed to holster the device creating an unsafe situation that likely resulted in the reported injury. Megadyne's instructions for use provide a warning to store electrodes in an insulated container when not in use. However, we do not believe the reported characteristics of the lesion are consistent with an injury that would reasonably be anticipated from a non-holstered inactive electrode or even from one that was inadvertently activated. The characteristics of the lesion are more consistent with broader surface area contact. Based on the information provided in the report, a more likely scenario is related to the storage of laparoscopic instruments on the upper abdomen as the emergent case was converted to an open procedure. It is possible that in the intensity of the moment these latent laparoscopic devices were inadvertently activated instead of the megadyne devices. This would also explain the surgeon's report of the esu 'not making contact' with settings increased "as high as it would go". Should the product becomes available for evaluation, we will investigate further.